Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice cassettes were leaking. The patient discovered more than just droplets of liquid around the cassettes when removing the cassette from the homechoice door after completing therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.